Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of both the right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with seven prostyle devices using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) repair procedure via a 6f sheath, bilaterally. Reportedly, four cuff misses [suture-retrieval issue] occurred at the rcfa, and three cuff misses [suture-retrieval issue] occurred at the lcfa. The sutures of four additional prostyle devices (two at each site) were successfully pre-placed. The sheath was upsized to 21f bilaterally and the aaa repair procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.